Event description:
A nurse reported that a patient was admitted to a hospital on an unknown date in (B)(6) 2014, due to coagulase-negative staphylococcus peritonitis. On an unknown date during the hospitalization, the patient's peritoneal dialysis catheter was removed due to the peritoneal infection. This reporting nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique during treatment: the patient did not wash their hands and did not don a mask. The date of the patient's discharge from the hospital is unknown. On (B)(6) 2014, the patient's treatment modality was changed from peritoneal dialysis to hemodialysis. As of (B)(6) 2014, the patient's signs and symptoms of peritonitis have resolved, and the patient continues hemodialysis therapy without any further issues.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.